Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with an afx bifurcated stent graft, a afx infrarenal aortic extension, and two afx limb stent grafts. On (B)(6) 2017, a secondary procedure was performed for an unknown reason and an additional afx limb stent graft was implanted in the patient. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed that the secondary endovascular procedure complaint. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest type iiia endoleak between the main body and left limb extension occurred without component separation that were not included in the event as reported. The type iiia endoleak was discovered on (B)(6) 2018 during review of the 33 month post implant computerized tomography scan. A definitive root cause was unable to be determined; however, loss of overlap most likely contributed to this event. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.